Manufacturer narrative:
This lot was manufactured 10/20/2017-10/25/2017. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that three (3) units of minicaps presented cracks. It was not specified when in the process this event occurred. It was further reported that the crack was located at the bottom of the minicap. There was no patient injury or medical intervention associated with this event.